Event description:
Reporter calling, stating that she has experienced numerous and ongoing problems ever since she had a strata lumbar shunt implanted. She states the problems began around (B)(6) 2020, and since that time she has had approximately "seven to nine surgeries" in total to fix what she believes is a faulty device. Problems described include the shunt tubing wrapping/coiling around the surgical clip, the device changing settings all by itself requiring surgical intervention to remedy, and the valves "flipping inside" the shunt. Reporter states that this device has been "sewed to my side" to keep it from moving. She has contacted medtronic regarding the problems she has experienced, and although they have been pleasant to her, she feels that they have only offered excuses for the malfunctions and problems she has experienced. Reporter states that on (B)(6) 2022, she had an MRI performed as part of an attempt to reset the settings on the device, and the device was not resetting appropriately requiring her surgeon to intervene; she has experienced an intense headache ever since this date. She states that the settings have been "fluttering a bit" after this most recent attempt to reset it.